Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose was 9.0 mmol/l. The insulin pump will be repaired and replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, broken belt clip slot, cracked battery tube threads and a cracked display window.